Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the pacing impedance on the right ventricular (rv) lead was high and out of range. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Lead impedance test could not be performed due to extraction tool stuck inside the lead. Additional findings noted upon visual inspection of the lead which revealed multiple external insulation abrasions breaching the optim sheath at the proximal region of the lead. The silicone tubing was not abraded in these locations. The cause of the external insulation abrasions is consistent with friction to the device can.